Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the tip of the needle broke during surgery inside of patient's shoulder. Surgeon was unable to retrieve the fragment, still left in patient's body. Surgery performed was a rotator cuff repair. Surgery was finished successfully using another device with the same part number.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. The complaint was confirmed. Complaint confirmed. The device met all material specifications as received. The broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The instrument used in conjunction with this needle was not returned. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the tip of the needle broke during surgery inside of patient's shoulder. Surgeon was unable to retrieve the fragment, still left in patient's body.surgery performed was a rotator cuff repair. Surgery was finished successfully using another device with the same part number.